Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(4). Batch: 7011849.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a device explant procedure. The explanted ipg and paddle lead were not returned.